Event description:
It was reported that shortly after implant no capture was found and the impedance had decreased. The lead was explanted and replaced. The lead was discarded by the physician. The patient's conditions was good at the end of the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.